Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient was hearing a dual toned alarm and it was noted to be the low reservoir alarm. The caller stated that the patient had no managing healthcare provider (hcp) and could not geta refill. The caller stated that he was not confident about going to the emergency room to get a refill; a physician listing was sent to the patient. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the patient's pump had been minimum rate mode since (B)(6) 2017 because the healthcare provider (hcp) was not going to be managing the patient anymore. The caller stated that the pump alarm was believed to be due to the reservoir being low and questioned if it could be calculated how long the patient has before the pump goes completely empty; it was noted that interrogation of the pump was necessary in order to confirm that information. It was reported that the pump had not been interrogated but that the device manufacturer representative would be interrogating it in the future. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.